Event description:
It was reported by the customer that system overheating occurred in cardiosave intra-aortic balloon pump (iabp) while in use by a patient. After restarting, it worked without any problems, but after a few hours, the problem recurred. So, it was stopped from use and immediately replaced with cs 300 intra-aortic balloon pump (iabp). There was no patient harm.

Manufacturer narrative:
Due to character limitation in e1: full event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. The equipment was checked by the fse, but no abnormalities were found in the compressor's rotation speed or the temperature sensor installed. It is possible that this was caused by the patient's condition, but as a precaution, found some fluctuations in the temperature sensor and the pressure regulator that adjusts the pressure value, so both the parts were replaced .no problems were found in the operation inspection after that, and the results are good.

Event description:
N/a

Manufacturer narrative:
Corrected fields: h6 (investigation findings, component codes and investigation conclusions). Component code field has been corrected. Initially, component codes for the pressure regulator and temperature sensor were entered. Since components were replaced as a precaution, these codes have now been removed.